Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of huza1279 showed no other similar product complaint(s) from this lot number.

Event description:
Per medwatch, the facility reported that a home nurse was flushing the hickman and the catheter cracked. It was stated that the patient was taken into ir for removal of the catheter and a new one was placed. No patient harm was reported.